Event description:
Reporter alleged blood glucose result of "lo" (< 10 mg/dl) with an undosed test strip on the active system. The customer reported no symptoms, treatment, or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.